Manufacturer narrative:
(B)(4). Concomitant medical products: item# 51-104150 tprlc 133 t1 pps ho 15x150mm lot# 6299172. Item# 00875100832 liner neutral 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell lot# 64147069. Item# 00875304801 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners lot# 63940997. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00392.

Event description:
It was reported that patient experienced a urinary tract infection less than 30 days post op. Patient was treated with oral antibiotics. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review clinical report indicating patient completed a course of antibiotics due to a bladder infection. No further information was provided depicting the nature of this condition. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.